Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, rv loss of capture was observed. Patient was in atrial tachycardia for which device mode switched appropriately. Patient was called in-clinic for further evaluation and no lead issues were noted. Device was reprogrammed. Patient was stable.